Event description:
Additional information was received which reported that the cause of the issue was not determined but the distance between the two devices was suspected as it was less than 10cm. A replacement was planned but a scheduled date had not yet been determined. The patient was reportedly receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013, the patient¿s settings were adjusted during a regular hospital visit. The settings at the time were 135 hz, 90 ¿s, 3.3v programmed to electrodes 1-,3+ on the left side and 135 hz, 60 ¿s, 3.6v programmed to electrodes 0-,2+, 3- on the right side. The impedances were 905 ohms and 961 ohms on the left and right sides respectively. On (B)(6) 2014, when telemetry was about to be performed on the right implantable neurostimulator (ins) to confirm device settings and the ¿patient¿s condition¿, the error message ¿invalid parameters have been detected in the ins. Press continue to program the device to valid settings¿ was displayed. After proceeding without making any changes, the settings changed to the default settings of 30 hz, 210 ¿s on electrode pair 1-, 3+. Stimulation was ¿too intense¿ after changing the settings to the previous settings the patient had at the last hospital visit and was subsequently dropped to 0 v. The screen was reportedly ¿closed for the time being¿. The same issue occurred when telemetry was performed on the left ins. After changing the setting to the previous setting, stimulation was too intense, and both the left and right side inss were set to 1v. When telemetry was performed with another clinician programmer no error messages were displayed. However, on the ¿opposite¿ side, the error message ¿a different ins has been detected. Reposition the programming head over the original device and press retry. Press cancel to quit this session¿ was displayed about 3 times, although it was clear that the device touched the top of the ins. After the telemetry card was replaced, telemetry was performed on other patients without any problems. There was no health hazard to the patient. A follow-up appointment was scheduled for (B)(6) 2014 to perform further troubleshooting.

Manufacturer narrative:
Product ID: 8840, serial# unknown, product type: programmer. Physician product ID: 7426, serial# (B)(4), implanted: (B)(6) 2007, product type: implantable neurostimulator. (B)(4).